Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suspected proximal set-up joint (suj) was analyzed. The reported 319 error was reproduced and confirmed via the field logs. Unit was placed on the test machine and found that stopping a node check missing a, b, and c nodes. A golden fiber optic cable was swapped and did not fix issue. The golden fiber was connected directly to the test machine to the axes controller unit (acu) bypassing horizontal harness connection. Still unit did not pass node check. A golden acu was swapped, and the original fiber cable was installed. Unit was able to pass node check and all further tests. As a fix, the acu board was replaced. The complaint regarding the non-recoverable fault was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that a non-recoverable fault occurred, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the arm 4 proximal set-up joint (suj) to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the part/instrument, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure a non-recoverable error occurred. The staff power cycled the system and error 319 was present. The staff disabled universal surgical manipulator (usm) 4 and continued with the procedure. The onsite logs reflected error 319 against armnet 4. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arm 4 was not being used at the time of the reported issue, so it is unknown why the arm was locked up.